Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right external iliac artery. The 6.0 x 20/80 (4f) sterling otw balloon was being used to dilate the lesion when the balloon ruptured at 14atms upon the 5th inflation (1st inflation: 10atms; 2nd inflation: 12atms; 3rd inflation: 12atms; and 4th inflation: 14atms). The procedure was completed with this device with no patient complications. The patient's status is good.